Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to external stress (the user applied force in incorrect direction). The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported that the oer-elite (endoscope reprocessor) separated hook part connector tubes continued to break off. The reported issue was observed during reprocessing. There was no patient involvement. The issue with the oer-elite was reported on the medwatch with patient identifier (B)(6). The issue with the maj-2113 is being reported on the medwatch with patient identifier (B)(6). The issue with the maj-2112 is being reported on the medwatch with patient identifier (B)(6). The issue with the maj-2111 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external stress applied to lock lever of the connecting tube, which broke the lever and led to the tube¿s inability to be connected. The cause of the external stress possibly related to the user applying force toward the incorrect direction. Olympus will continue to monitor field performance for this device.